Manufacturer narrative:
The device is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at this time. The analysis will continue as soon as new information is available.

Event description:
Ous MDR: after an implantation time of about 4 weeks, it was reported that the lead had become dislodged. The lead was exchanged but not returned to biotronik. The patient was discharged from the hospital on (B)(6) 2016 after the successful revision. It is unclear if this lead was left implanted. No date of explant was provided. No deterioration of the patient's state of health was reported.